Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego.q system. During an interventional procedure, the user reported that x-ray was unavailable. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. According to the troubleshooting guide, a malfunction of the generator main controller (d601-g) was the cause of x-ray imaging being unavailable. Only the defective d601-g was returned for investigation. Investigation showed that fuse f2 was broken and the dc converters n1 and n2 were defective. A closer inspection of n1 revealed that its internal components were smoldered. It is assumed that the smoldering was related to the power supply which may have been defective. The d601-g and its power supply were replaced by a siemens service engineer. No similar issue has been reported and the present case is considered to be a single event. No corrective action is planned based on the present event.